Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had some kind of intra or post-op bleed/event, during or soon after his deep brain stimulation (dbs) surgery. It is unknown if there were any factors that may have led or contributed to the issue, unknown if troubleshooting was performed, and unknown if actions were taken. The issue was resolved.